Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head was unable to interrogate and it was also noted that it failed its uplink tests. The cable was replaced to resolve and it then passed all functional tests. Concomitant medical devices: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.